Event description:
During the procedure, the coil broke prematurely and the coil stretched. The coil was partially in the aneurysm. The physician attempted to pull the delivery wire back and pulled the delivery wire out. The physician attempted to push the remainder of the coil into the aneurysm with a coil pusher. He was unable push the coil pusher through the microcatheter. The physician cut the microcatheter and pulled back on the microcatheter and was able to successfully remove the microcatheter and the entire coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the microcatheter. Visual inspection of the returned device noted that the pusherwire was not returned. Microscopic inspection noted that dried blood was noted on the main coil and the main coil was stretched and broken off from the main junction. There was evidence of blood matter within the microcatheter shaft that was returned with the device. Additional information stated the coil was not soaked in saline prior to use and that continuous flush was maintained. The directions for use (dfu) states to "gently immerse the coil, including the coil junction, in heparinized saline. Take care not to stretch the coil during maneuvers in order to preserve the circular memory. While still immersed in the heparinized saline, gently retract the distal tip of the coil into the introducer sheath approximately 1-2 cm. Verify that the coil distal tip is at the tapered end of the introducer sheath." The dfu warns the user "in order to achieve optimal performance of the gdc system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and boston scientific guidewires and delivery wire." Based on the information available and product analysis the root cause was determined to be related to use/user error.

Event description:
During the procedure, the coil broke prematurely and the coil stretched. The coil was partially in the aneurysm. The physician attempted to pull the delivery wire back and pulled the delivery wire out. The physician attempted to push the remainder of the coil into the aneurysm with a coil pusher. He was unable push the coil pusher through the microcatheter. The physician cut the microcatheter and pulled back on the microcatheter and was able to successfully remove the microcatheter and the entire coil. There was no reported clinical consequence to the patient.